Manufacturer narrative:
On (B)(6) 2015 12:54 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported the customer saw a piece of plastic floating in the device reservoir during use. The device was not replaced and use continued. No reported patient effect. (B)(4).